Manufacturer narrative:
An evaluation was performed by smith and nephew and could not confirm the customer complaint for it shut down during surgery. A visual inspection was performed and showed no damage to the camera head. Functional inspection was performed and showed when the camera head was connected to the camera system there was a clear sharp image on the monitor. No manufacturing related defects were observed.

Event description:
It was reported that during a knee surgery the device shut down. There was a loss of image during the procedure. A backup device was used to complete the surgery. No delay or patient injury reported.